Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that head of the reamer broke off during surgery and was lodged in the patient's bone canal. The surgeon removed the guide wire in order to retrieve the broken reamer.